Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, no pulsate blood flow was confirmed to be coming out of the marker tube, thus no further manipulation was performed and the device was pulled out of the anatomy. Hemostasis was achieved by manual arterial compression. There was no adverse patient effect and no clinically significant delay in the procedure reported. It was indicated that the device was not flushed prior to use. However, it was flushed after removal from the patient and fluid was seen coming out from the marker port. Slight amount of thrombosis was observed around the marker port, but no noticeable foreign material. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Lot number - correction - changed from 20117j1 to 20120j1. Evaluation summary: the device was returned for evaluation. The reported event of unsuccessful arterial blood marking was not confirmed, because key components (plunger, suture, link, needles and cuffs) were not returned. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.